Manufacturer narrative:
Event is still under investigation.

Event description:
Per complaint form: the PICC was noted to have a hole at the junction of the clear catheter portion to the white hub during flushing by caregiver at home. Lumen was not being routinely used for infusion, and was secured by wrapping with coban. After eval, the catheter was removed and pt's plan of care adjusted due to lack of vascular access.